Event description:
It was reported that the patient reported a shocking or jolting sensation. It was noted that the patient was scheduled to check impedances and programming. It was noted that it was unknown if there was an issue with the lead or extension. It was noted that the patient had a burning sensation. It was noted that the patient had a change in therapy in both arms. It was noted that the patient was alive with no injury at the time of the report. It was reported that the patient had no stimulation sensation. It was noted that in the right arm the patient felt only sporadic stimulation and in their left arm the patient felt sputtering. It was noted that in their legs everything was fine. It was noted that the patient stated that things ¿started feeling a little weird maybe two weeks ago¿ and that last saturday the patient knew that ¿things were really wrong.¿ it was noted that therapy was not working as expected. Additional information received reported that the patient would call the manufacturer representative when they had an appointment with the health care professional (hcp). Additional information received reported that there were high impedances of over 10,000 ohms on all electrodes. It was noted that the patient was scheduling an appointment to discuss the issue with an hcp. It was noted that reprogramming was performed. It was noted that the issue did not resolve. It was noted that the patient had a shocking sensation in the arms and was alive with no injury at the time of the report.

Event description:
Additional information received reported that the patient informed the manufacturer representative that they would follow up with their health care professional (hcp).

Manufacturer narrative:
Concomitant products: product ID 3986a, lot # n092341, implanted: (B)(6) 2007, product type lead; product ID 3986a, lot # lc0493, implanted: (B)(6) 2007, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).